Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to dizzy spells and episodes of syncope greater than 8 seconds. An in-hospital follow-up was performed and the device programming was adjusted. Reportedly, noise could not be reproduced. In addition, the right ventricular (rv) lead shows an increased shock impedance within normal range and the x-ray shows a sharp bending of the rv lead that may lead to intermittent noise. The crt-d also recorded loss of capture, pacing inhibition and non-conversion of ventricular arrhythmia. Further review by technical services (ts) was requested. The crt-d system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to dizzy spells and episodes of syncope greater than 8 seconds. An in-hospital follow-up was performed and the device programming was adjusted. Reportedly, noise could not be reproduced. In addition, the right ventricular (rv) lead shows an increased shock impedance within normal range and the x-ray shows a sharp bending of the rv lead that may lead to intermittent noise. The crt-d also recorded loss of capture, pacing inhibition and non-conversion of ventricular arrhythmia. Further review by technical services (ts) was requested. Additional information received indicates that during a recent follow-up in-clinic, the patient complained again of dizziness and light headedness with headache and presented to the emergency room (ER). Reportedly, there are no arrhythmia episodes stored by the device, all measurements are within range and there is no change in measurements recorded. It was mentioned that the clinic technician has identified the possible cause, and due to the patient heart condition, physical condition and age, the heart has shifted in the thoracic cavity. Therefore, the rv lead does not have enough slack to cover this position. As a result, the patient experienced asystole for 12 seconds on the ER while the patient was admitted, and the problem has been identified as p-wave oversensing on the rv lead and it is reproducible. The device was reprogrammed to resolve the event. The patient was reported to be worried and angry due to the situation, and to have lost trust in the device and want it to be explanted. The patient received latitude for remote monitoring and no further actions are planned at this time. The crt-d system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to dizziness and light headedness with headache. The patient experienced episodes of syncope and asystole greater than 12 seconds. An in-hospital follow-up was performed and there are no arrhythmia episodes stored by the device and the right ventricular (rv) lead shows an increased shock impedance within normal range. An x-ray was performed and it shows a sharp bending of the rv lead that may lead to intermittent noise. The crt-d also recorded loss of capture, pacing inhibition and non-conversion of ventricular arrhythmia. It was mentioned that the clinic technician has identified the possible cause, and due to the patient heart condition, physical condition and age, the heart has shifted in the thoracic cavity. Therefore, the rv lead does not have enough slack to cover this position. The issue has been identified as p-wave oversensing on the rv lead and it is reproducible. The device programming was adjusted to resolve the event. Further review by technical services (ts) was performed and it was discussed that the oversensing might be related to myopotential noise as it is reproducible with higher sensitivity and while arm exercising. Further discussion on device programming and recommendations were provided. The patient was reported to be worried and angry due to the situation. The patient received latitude for remote monitoring and no further actions are planned at this time. The crt-d system remains in service.

Manufacturer narrative:
Correction: h6 field impact codes was updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to dizziness and light headedness with headache. The patient experienced episodes of syncope and asystole greater than 12 seconds. An in-hospital follow-up was performed and there are no arrhythmia episodes stored by the device and the right ventricular (rv) lead shows an increased shock impedance within normal range. An x-ray was performed and it shows a sharp bending of the rv lead that may lead to intermittent noise. The crt-d also recorded loss of capture, pacing inhibition and non-conversion of ventricular arrhythmia. It was mentioned that the clinic technician has identified the possible cause, and due to the patient heart condition, physical condition and age, the heart has shifted in the thoracic cavity. Therefore, the rv lead does not have enough slack to cover this position. The issue has been identified as p-wave oversensing on the rv lead and it is reproducible. The device programming was adjusted to resolve the event. Further review by technical services (ts) was performed and it was discussed that the oversensing might be related to myopotential noise as it is reproducible with higher sensitivity and while arm exercising. Further discussion on device programming and recommendations were provided. The patient was reported to be worried and angry due to the situation. The patient received latitude for remote monitoring and no further actions are planned at this time. The crt-d system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to dizziness and light headedness with headache. The patient experienced episodes of syncope and asystole greater than 12 seconds. An in-hospital follow-up was performed and there are no arrhythmia episodes stored by the device and the right ventricular (rv) lead shows an increased shock impedance within normal range. An x-ray was performed and it shows a sharp bending of the rv lead that may lead to intermittent noise. The crt-d also recorded loss of capture, pacing inhibition and non-conversion of ventricular arrhythmia. It was mentioned that the clinic technician has identified the possible cause, and due to the patient heart condition, physical condition and age, the heart has shifted in the thoracic cavity. Therefore, the rv lead does not have enough slack to cover this position. The issue has been identified as p-wave oversensing on the rv lead and it is reproducible. The device programming was adjusted to resolve the event. Further review by technical services (ts) was performed and it was discussed that the oversensing might be related to myopotential noise as it is reproducible with higher sensitivity and while arm exercising. Further discussion on device programming and recommendations were provided. The patient was reported to be worried and angry due to the situation. The patient received latitude for remote monitoring and no further actions are planned at this time. The crt-d system remains in service. Additional information provided indicates the patient stated the crt-d device was explanted and replaced and the explanted device is being kept at the patient home. Reportedly, the device was explanted due to physician discretion as the patient did not trust the device anymore even though there is no medical reason for that. The rv lead remains in service.